Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 171 mg/dl. The customer reported that the insulin pump was stored and not in use for an extended period of time. The customer reported that the alarm was not occurred shortly after inserting a new battery. The customer reported that the alarm was recurring during normal use. The troubleshooting was performed. The customer was advised the insulin pump need to be replaced. The customer was advised to continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.